Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic that the customer experienced loss of communication between the insulin pump and mobile device. The customer reported no adverse event. The event involved product carelink personal mmt-7333. Troubleshooting was performed for unable to pair device. The pump issues an alert stating that the device could not be found. No harm requiring medical intervention was reported. A product return is not applicable for non-physical devices.

Manufacturer narrative:
An attempt to reproduce the reported event using minimed mobile app (software version 2.5.0) installed on samsung galaxy s24 ultra (android 14) and google pixel 6 (android 14) with mmt-1886 780g pump (software ver. 6.7v.3) was conducted and confirmed the issue was not reproduced. We were unable to conduct a thorough investigation due to lack of diagnostic logs and information about customer's mobile device and pump necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. We have made multiple attempts to contact the customer/rep to address the issue, but we have been unable to obtain a response. Therefore, we have informed the helpline team member that we are proceeding to close this issue. If the issue persists, kindly create a new one and we will take swift and efficient action to address it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.